Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes had noticed a four black dot in the inner wall of the tube, and some has air bubbles. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes had noticed a black dot in the inner wall of the tube, and some has air bubbles. This occurred 4 times and there was no report of impact to patient or user.

Manufacturer narrative:
The following field has been updated with corrected information: b5: describe event or problem: it was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes had noticed a black dot in the inner wall of the tube, and some has air bubbles. This occurred 4 times and there was no report of impact to patient or user. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ninety-four (94) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel air bubbles or foreign matter (fm) as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of gel air bubbles and fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.